Manufacturer narrative:
(B)(4). This complaint for a air in tubing (without alarm) was not confirmed due to unavailable sample. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding needing to end therapy and start over with new supplies, which occurred on the homechoice (hc) during use. The home patient (hp) was not connected. The hp stated he had a lot of air in his patient line in the initial drain, but he was not connected to the hc. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.